Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported with a description of faulty intraocular lens. Additional information has been requested.

Manufacturer narrative:
Additional information has been received and indicated that the shooter was not engaging with lens while loading with no patient contact. Based on this information this event no longer meets incident and reporting criteria per applicable regulation, because there is no indication of deterioration in the characteristics or performance of a device, use-error related to ergonomic design or any undesirable side-effect. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received and stated that, the problem was with the shooter. The shooter was not engaging with lens while loading. There was no patient contact.